Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, it was not cauterizing correctly since there was bleeding from the vessel. The surgeon realized that there was a blue wiring sticking out of the device. A new device was opened to control the bleeding. There was no patient injury.